Manufacturer narrative:
The affected part was returned to livanova deutschland for a detailed investigation. The technician could not reproduce the reported issue. However, another error code associated to a discrepancy between the actual and set gas flow values was displayed for co2 channel. As per technical inspection mass flow controller for co2 and flow sensor were identified as failed components and need to be replaced. The affected unit was manufactured in 2021 and according to the review of the complaints database no further complaints have been reported in the past. Based on the investigation performed for similar cases, this kind of malfunction can be caused by: - improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); - a missed gas blender warm-up phase (user error); - defective gas blender's component (gas mass flow controllers and relative flow sensor). Based on the technical intervention, the root cause of the reported issue has been traced back to defective gas blender's component (gas mass flow controllers and relative flow sensor).

Event description:
See initial report.

Event description:
Livanova deutschland has received a report that the electronic gas blender is contantly alarming and air flow is not steady during maintenance. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in united states. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.